Event description:
It was reported that there was a puddle under the homechoice (hc) machine that formed during patient use. The caregiver (cg) did not know where the leak was coming from. There were no alarms associated with this issue. There were no issues noticed with the supplies. During follow-up with the cg, it was found that through working with the registered nurse (rn), there were no further issues with the hc and a swap wasn?t necessary. The cg stated that the home patient (hp) had been continuing therapy with no further issues. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.